Event description:
Patient's house caught on fire and oxygen concentrator ran after the fire. Two weeks later the oxygen concentrator started shutting off. Patient not sure if there is any relevance, but would like the device fully checked for possible malfunctions.

Manufacturer narrative:
Oxygen concentrator being returned for eval. A follow-up report will be submitted after the device eval.